Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500mg/dl; cause was unknown. At the time of the report with tandem technical support, customer did not take any actions to address bg level. The customer declined to provide additional information regarding the reported issue.